Event description:
It was reported that a vns patient received an output limit warning upon device interrogation. X-rays were reviewed by the manufacturer revealing that the lead pin did not appear to be fully inserted past the connector block. Additional information was received. The patient was reportedly admitted to hospital due to status epilepticus (2008). Though the frequency of these events, and their relationship to vns is still unknown, the patient reportedly received efficacy from therapy for at least 1.5 years before the event occurred. Surgical intervention has been planned, but a date has not been set. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.